Event description:
It was initially reported that the patient was experiencing burning pain and swelling at their generator site. The pain is continuous and there was no reported trauma. The pain began one morning and continued to get worse until the generator was disable by the physician. The pain and swelling have resolved since device disablement. Diagnostic have not been perform since the device was disabled and there was concern that it would cause the patient pain. The patient was looking into possible vns replacement but that is not an option currently as medicare will not cover the surgery. Good faith attempts have been unsuccessful to date.